Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: occurred during a thoracic / pneumothorax procedure. After about one centimeter of stapling, a crack sound was heard from the handle. Became unable to fire the device. A new set of reload and handle were opened to complete the stapling. It was re-stapled along the same line. After about two centimeters of stapling, a crack sound was heard and the device stopped firing. A powered echelon (gold) was opened to continue the surgery. The tissue was thick. The surgical time was extended by less than thirty minutes. Additional tissue resection was required due to the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two staplers opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instruments found no abnormalities. Functionally, each instrument was loaded with a reload. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.